Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: early 2009, inratio: 1.1, lab 3.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.1, lab: 3.8, mean 2.45, confidence-limits: 1.6-3.4. Per internal procedure, the mean of the inratio meter and comparative sys inr were calculated. The inratio inr value is not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required. Products associated with this complaint were not returned. Accuracy testing will be performed on retain strips. As of feb 26, 2009, the meter is not expected to return. No further investigation is required at this time.